Event description:
It was reported that a patient underwent a robotic laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the device would not cut. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the trigger housing was returned for evaluation. The returned trigger housing operated properly during the evaluation. The trigger was tested and met visual and functional specifications.